Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Upon visual inspection a broken micro switch, cracked tank cover, outdated printed circuit board (pcb), and outdated power switch were noted. The customer complaint was confirmed. The root cause of the broken micro switch was attributed to customer damage. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the disposable switch broke off. Patient involvement is unknown.